Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed for a motor error when attempting a bolus. The customer had a high blood glucose of 400 mg/dl. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The insulin pump passed the displacement test and the manual prime with no alarm. Only one motor error alarm was present in the alarm history. The customer was advised to call back if the alarm reoccurred.